Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31561654l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient was prepared for a left atrial appendage occlusion procedure with a nuvision ice catheter and they suffered a pericardial effusion. This was discovered when the patient became hypotensive. Ice (intracardiac echocardiography) imaging with a nuvision catheter was performed, and the effusion was seen. A pericardiocentesis was performed. The procedure was cancelled. The last known patient status was stable. Carto system or jnj generator were not in use. The information received indicated that the physician thought the effusion may be caused by ice.